Manufacturer narrative:
It should have included the UDI number. Additional information was received that the patient underwent the second procedure on 25sep2017 to explant the second portion of the lead. No further information can be obtained regarding the model number of the lead. Additional suspect medical device component involved in the event: model #: sc-4316 lot #: unk description: next generation anchor kit-sterile the returned portion of lead sc-2352-70 was analyzed and the complaint has been confirmed. Inspection revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Additionally, the lead bodies were cleanly cut. The proximal end portion of the lead was not returned. The clean cut damage is a result of typical procedure damage and it is not considered a failure. The clik anchor has a torn eyelet with missing silicone material. The physician confirmed the missing part was removed of the patient.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A scan was performed which revealed that the lead was totally broken. The patient underwent a trial procedure and the broken distal portion of the lead was explanted. The patient will undergo a second procedure where the other portion of the lead will be explanted.

Manufacturer narrative:
Additional information was received that the physician is not sure if there were exposed wires because he cut the lead by mistake.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A scan was performed which revealed that the lead was totally broken. The patient underwent a trial procedure and the broken distal portion of the lead was explanted. The patient will undergo a second procedure where the other portion of the lead will be explanted.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A scan was performed which revealed that the lead was totally broken. The patient underwent a trial procedure and the broken distal portion of the lead was explanted. The patient will undergo a second procedure where the other portion of the lead will be explanted.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A scan was performed which revealed that the lead was totally broken. The patient underwent a trial procedure and the broken distal portion of the lead was explanted. The patient will undergo a second procedure where the other portion of the lead will be explanted.